Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the pim due to blood infiltration. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) blood drawing into the device using balloon rupture. There are no health hazards.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6) due to character restrictions in block e1 address : a supplemental report will be submitted upon completion of our investigation.